Manufacturer narrative:
The site indicated that during the use of an angioguard embolic protective device, the patient had a stroke. A vascular surgeon attempted to use the device for the first time. The patient developed spasm around the device, became bradycardic, unresponsive and had a stroke. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The site indicated that during the use of an angioguard embolic protective device, the patient had a stroke. A vascular surgeon attempted to use the device for the first time. The patient developed spasm around the device, became bradycardic, unresponsive and had a stroke.

Manufacturer narrative:
This device is not available for testing or evaluation. In addition, the catalog and lot numbers are not known. Information is pending and will be submitted within 30 days upon receipt. The exact month and day of the when the event occurred is unknown. Only the year is known.